Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device had cuff inflation/deflation issue. The patient had self extubation throughout the bite ring. It was stated that the tube fixation material was still on the face of the patient and the cuff was not optimal insufflated with air despite of the fact that the entrance point was insufflated and the cuff pressure was measured. The balloon was tried to insufflate again but did not work.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The reported event was not confirmed as related with the manufacturing process. Visual inspection was performed, and it was observed the cuff presents a cut, the reading was taken using caliper calibration, the reported event cut in cuff is confirmed. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe and it was observed the cuff deflated immediately. All manufacturing controls were found acceptable and effective to detect the reported failure event. Instructions for use (IFU) information states that test the cuff, pilot balloon and valve for integrity by inflation prior to use. Insert a luer tip syringe into the cuff inflation valve housing and inject enough air to fully inflate cuff. After test inflation, completely evacuate the air. Once the patient is intubated, inflate the cuff only enough to provide an effective seal at the desired lung inflation pressure. The use of minimal occluding volume or minimum leak techniques to determine cuff inflation, and subsequent measuring or monitoring of cuff pressure, is recommended. Each tube's cuff, pilot balloon and valve should be tested by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used and should be returned. Do not overinflate the cuff. Ordinarily, the cuff pressure should not exceed 25 cmh20. Overinflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. Various bony anatomical structures (e.g., teeth, turbinates) within the airway or any intubation tools with sharp surfaces might jeopardize cuff integrity. Damage to the thin-walled cuff during insertion will subject the patient to the risk of extubation and re-intubation. If the cuff is damaged, the tube should not be used. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.